Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the display and resolved the reported issue. While evaluating the device, the fsr found that the device was not being maintained properly by the user facility, finding dry rotting/decay of some internal pneumatics of the ventilator. The reported issue was resolved by the fsr but further repair was recommended for the customer to send the device to carefusion for refurbishment.

Event description:
The customer reported that the touchscreen on the vela ventilator was unresponsive and could not accept selections. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to ingress moisture between the membranes of the touchscreen. This issue will be internally investigated within carefusion.